Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals during a ventricular episode. Technical services (ts) reviewed the reports and noted that all lead measurements were not out of range. Ts advised troubleshooting actions. The lead remains in use. No adverse patient effects were reported.